Event description:
It was reported that during a procedure of the heavily tortuous, moderately calcified, eccentric, mid left anterior descending artery, the 2.5 x 28 mm xience stent delivery system (sds) was advanced several times but could not cross the target lesion. The device was removed and a second 2.5 x 23 mm xience sds was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed the hypotube shaft had separated distal to the strain relief tubing. Subsequent information received stated, the physician attempted multiple times to advance and cross the lesion when the shaft became separated. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. A shaft separation/detachment was noted. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.